Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports issues with the o2 connection and manifold. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 02apr2019. Philips field service engineer (fse) found leaky manifold. The fse replaced the o2 transport manifold assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 12jun2019. Date received by manufacturer: 24may2019. An o2 transport manifold assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, the reported problem was unable to be duplicated and the root cause was unable to be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.